Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg6ja0s03 serial # implanted: (B)(6) 2024; explanted: (B)(6) 2026; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 22-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing baclofen (unknown) (2000.0 mcg/ml at 1067.9 mcg/day). It was reported that there was a concern for baclofen withdrawal. There were no known environmental/external/patient factors that may have led or contributed to the withdrawal. A dye study was completed on 2026-may-20 that showed a leak at the connection of the catheter to the pump. Upon opening the pump pocket, the catheter connector was visibly torn. To resolve the event a new pump segment was placed with ability to aspirate through the catheter access port and no issues identified during dye study.